Event description:
It was reported that during preparation of the guidewire, the tip broke as the physician was trying to shape it. There was no patient contact.

Manufacturer narrative:
A device history record review confirmed the device met all material, assembly and performance specifications. Inspection of the returned device found spots in several places along the nitinol tubing that appeared to by hydrophilic coating. The core wire was observed through the distal dome. The core wire was examined and found to be attached to the distal end of the nitinol tubing. The nitinol tubing proximal bond was in place and no anomalies were observed with the bond joint. The product analysis found no break in the distal end of the device, the device was found to be intact. Microscopic examination of the device found that the polytetrafluoroethylene (ptfe) coating was peeled off in several places 33cm from the proximal end of the device. This is indicative of the torque device not being securely attached to the device during use and being dragged down the device. The directions for use specifically instructs that insufficient tightening of the torque device can lead to ptfe peeling so this is considered user error.

Event description:
It was reported that during preparation of the guidewire, the tip broke as the physician was trying to shape it. There was no patient contact.